Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material that remained in the air/water channel was not confirmed. There was no damage to the area where the foreign material was detected. It is unknown if reprocessing was completed according to the instructions for use (IFU). However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope air/water tube had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.